Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity .

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler during an unknown phase and cycle of treatment. The patient contact reported receiving unknown cycler messages after the leak. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The patient contact stated they were able to clear the cycler message and complete treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler during an unknown phase and cycle of treatment. The patient contact reported receiving unknown cycler messages after the leak. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The patient contact stated they were able to clear the cycler message and complete treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample not returned to manufacturer and lot number not provided. Manufacturing review was performed on the products shipped to patient for three month time frame which immediately preceded event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within selected time frame. Entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during manufacturing process associated with reported event. Investigation of device history records (DHR) conducted and confirmed results of the in-progress and final quality control (qc) testing met all requirements. Product lots involved met all specifications for release. During the product history review of the involved lots, it was found a nonconformance documented on lot number 22cr08062 related to the same failure mode as alleged in the event description. The nonconformance found was related to a reported damage in the cassette film. The alleged event ¿fluid leak on the inside of the cassette door¿ was confirmed based the nonconformance found during the DHR review performed since damage reported could lead to leak on cassette film. This kind of damage could be caused due to incorrect handling of the product either during manufacturing process or treatment set up. In the liberty select cycler user¿s guide of the product, there are indications for the patient to avoid this kind of damage:¿ caution: use caution when touching the cassette film to prevent damage.¿ there are indications in the IFU of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette. If ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿.